Event description:
The clinic reported that a laser vision correction patient presented with blurry vision in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision and that he cannot see as clear as he did with his glasses. The account reported on 31-jan-2015 that on 30-jan-2015 during flap lift for enhancement procedure patient had an abrasion. No loss of bcva reported. No patient complaints after surgery. Bcva from (B)(6) 2014: right eye pre-op 20/20 -3.25 x -2.75 x 8; left eye pre-op 20/20 -4.25 x -3.50 x 175. Bcva from (B)(6) 2014: right eye post-op 20/20 -.5 x -.75 x 55; left eye post-op 20/20 -.25 x -.50 x 0. Unaided visual acuity from (B)(6) 2015 for right eye is 20/30 and left eye is 20/25.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.